Manufacturer narrative:
Investigation/testing summary: an attempt to reproduce the issue was not performed as it was not necessary to confirm issue. Issue was confirmed through database application logs. The software support team investigated and verified through database logs that the user's account was active, unlocked, and displayed recent login activity. The software support team requested the helpline to confirm if the user was still experiencing issues, as there was no indication of account login failures in the sso logs. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in (B)(4). (Most likely) root cause: the probable root cause is that the user was logged out due to carelink maintenance. Analysis summary: it was concluded that the user was most likely logged out due to carelink maintenance at the time. We are proceeding to close this ticket as we have not received any response. If the reported issue is still ongoing, we kindly request you to open a new svn and create a new jira ticket, providing the updated information as requested. This will allow us to address the matter promptly and efficiently. Esf number: afc code: fb35af other device setting issue software requirement document number: (B)(4). Client system/application version: carelink personal -> 14.11 carelink personal -> 14.11 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced guardian connect logged out the customer from gc app. The customer reported no adverse event. The event involved product(s) css7200. Troubleshooting was performed for the event.unable to resolve with existing ts/ labeled instructions issue escalated no harm requiring medical intervention was reported. No product return is required for css7200.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.